Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the past. Review of the event history log showed high alarm displayed: cassette not attached properly. The reported problem, cassette not attached error / downstream occlusion (dso) sensor damage, was duplicated by functional testing. The device displayed the alarm immediately during no-disposable attached test. The cause is the defective dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error and damaged downstream occlusion (dso) sensor. There was no patient involvement, and no harm/adverse event reported.